Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2017 with the following findings: a review of the black box showed multiple and recurring unexplained power on reset events. The returned battery cap and test cap attached to the pump but continued to spin. The battery compartment was cracked at the threads to the left of the bumper, and at the case seal below the bumper. The returned battery cap threads were damaged. The battery cap heights were out of specification. The battery cap widths were within specifications. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no reboot occurrences. The complaint of intermittent power was unable to be duplicated. The pump was opened to find no damage to the power circuit and no moisture inside the pump.